Event description:
The customer tested his blood glucose using two breeze2 meters and received readings of 39 and 94 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips and new meter were sent to the customer